Event description:
It was reported that the device did not fire. No further information was reported. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the procedure and the event date? What was the correct product code and batch or lot #. Who was the surgeon? What happened during the event and how was it completed? What was the patients status? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? The only additional information reported is: surgeon cannot remember the specifics. No buttressing material used. No adverse patient consequences. Opened another device to complete the case. The analysis results that one pse45a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape; the device fired as intended. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.